Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. The physician will continue to monitor the patient and system. This crt-d system remains in service. No adverse patient effects were reported. Additional information was received which indicated this crt-d was explanted and replaced due to normal battery depletion. The rv lead remains implanted and the shock impedances were within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted tool marks on the header. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. The physician will continue to monitor the patient and system. This crt-d system remains in service. No adverse patient effects were reported. Additional information was received which indicated this crt-d was explanted and replaced due to normal battery depletion. The rv lead remains implanted and the shock impedances were within normal limits. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. The physician will continue to monitor the patient and system. This crt-d system remains in service. No adverse patient effects were reported.